Manufacturer narrative:
(B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, a shaft fracture occurred. The lesion being treated was a 90% narrowing of a venous anastomosis and a focal occlusion of the subclavian artery. The 8-4/5.3/75 synergy balloon catheter was advanced and two inflations were performed, one in subclavian for two minutes and one at the venous anastomosis. The duration of the second inflation is unknown. An unspecified 10mm x 4cm balloon catheter was also advanced to dilate the left arm fistula. To what atms and the number of inflations is unknown. Upon withdrawal of the synergy balloon catheter, the proximal portion of the catheter broke with the balloon partially inside the introducer sheath. The broken portion of the catheter and the introducer sheath were removed together as one unit. The remaining catheter portion was successfully snared. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted it was returned in two sections. Visual and microscopic analysis noted that the shaft was broken at the proximal end of the balloon sleeve. The device was returned with an introducer sheath. It was noted that the shaft was stretched in appearance at the break site for a distance of approximately 3mm. A tactile examination of the remainder of the catheter shaft found no anomalies. Examination of the balloon material noted that it was deflated but not correctly wrapped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, a shaft fracture occurred. The lesion being treated was a 90% narrowing of a venous anastomosis and a focal occlusion of the subclavian artery. The 8-4/5.3/75 synergy balloon catheter was advanced and two inflations were performed, one in subclavian for two minutes and one at the venous anastomosis. The duration of the second inflation is unknown. An unspecified 10mm x 4cm balloon catheter was also advanced to dilate the left arm fistula. To what atms and the number of inflations is unknown. Upon withdrawal of the synergy balloon catheter, the proximal portion of the catheter broke with the balloon partially inside the introducer sheath. The broken portion of the catheter and the introducer sheath were removed together as one unit. The remaining catheter portion was successfully snared. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.